Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old male in cardiogenic shock (scai d) with severe three-vessel coronary artery disease, pre-existing acute kidney injury (creatinine 3.4 mg/dl), and anemia (hemoglobin 10.2 g/dl) was supported with an impella 5.5 device as a bridge to high-risk CABG (type I). During mechanical circulatory support, the patient required renal-replacement therapy for fluid management. Ultrasound imaging identified a thrombus in the deep vein of the right upper extremity at the access site, without clinical signs of harm. Subsequent diagnostic testing was positive for hit, and anticoagulation was switched to argatroban. On day 14 of support, a four-vessel CABG was performed. The postoperative course was complicated by coagulopathy requiring substantial transfusion support, including blood products and factor vii, as well as multiple re-operations for arterial bleeding at the ima. Fluid management remained challenging; episodes of suction events related to fluid requirements and right-heart failure during volume replacement occurred, prompting escalation to additional right-sided support with the rp flex device. During the prolonged and highly complex ICU stay, the patient developed an infection of unknown origin and received empiric antibiotic therapy. The combination of infection, need for ongoing mechanical circulatory support, and continued renal-replacement therapy might have contributed to the family¿s decision to withdraw care. The patient subsequently died. This case is reported conservatively; however, given the extensive comorbidities, surgical complexity, and multifactorial clinical deterioration, a causal relationship to the device is considered highly unlikely.

Manufacturer narrative:
D1 (brand name), d4 (serial) has been updated. D10 (concomitant) has been added. E1 (zip code extension) has been added as this was omitted from initial mw submitted. Ppae (renal failure/hypovolaemia/thrombosis/major bleed/cardiac failure/infection/thrombocytopenia): the root cause of the injury was not determined due to insufficient clinical details.